Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided detailed instructions for resetting the pump, and the caller successfully completed the sensor session without the cgm error recurring.